Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was unable to turn off the pump, leading to a decision to replace it. The customer opted to use multiple daily injections (mdi) as a backup therapy. The customer was guided to put the pump into storage mode and return it to tandem within 10 days using a pre-paid label, and this guidance was understood and acknowledged.